Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when injecting air to the balloon during a laparoscopic low anterior resection, there were times when air entered or didn't enter the balloon. Air entered when the nurse checked before the operation. Then when the doctor injected air to the balloon in the operative field, air did not enter, but when the nurse checked it again, the air entered. After that, the doctor injected the air again in the operative field, but it did not enter and changed by 3 persons, injected air but it did not enter. When the nurse checked it one more time again, air did not enter. The procedure was completed with another device. The status of the patient was fine.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.